Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3 7743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was explanted on (B)(6) 2014. There was no alleged product issue and no diagnostic testing done. The patient¿s pocket was infected, so the ins was explanted. It was noted that the patient was on anti-coagulants so the leads were being explanted on (B)(6) 2014. The type of infection was unknown at the time of the report but culture was taken from the device pocket and the patient underwent antibiotic treatment. The patient outcome at the time of report was listed as alive with no injury. It was further reported that the leads were removed on (B)(6) 2014 and the patient had a sore spot at the pocket. The patient was recovering from the infection at the time of the report and the health care provider planned to reimplant at a later date.